Event description:
Patient attended for biopsy. During procedure needle of jamshidi disconnected from body of needle. Very difficult to remove & required intervention of locum consultant dr. Nto assist removing needle from patient. Dialog maintained with patient throughout. No bp fluctuations noted. Sample retrieved but unsure if viable & repeat procedure might be required. Patient informed of situation and chance repeat biopsy may be required. Site monitored no evidence of bleeding or complications. Nursing and medical staff informed. Needle held for return to bd. Patient later discharged and follow up scheduled with dr. P in private clinic.

Manufacturer narrative:
Pr 892844 a total of eighteen samples were received from lot 0001116193. One being the actual sample and the other seventeen, companion samples. All samples were visually analyzed. During visual examination, the seventeen samples were returned unused in their original unopened packages. Upon further inspection, they were observed to be properly assembled, needle identified to be firmly attached to the cannula retainer. However, examination of the actual item confirmed the reported failure as the used item was observed to have the needle disconnected from the upper metal part of the needle. A device history record review was completed on the reported lot #, which showed no non-conformances associated with this issue during its production. Based on the investigation, the needle becoming detached from the upper metal part of the cannula retained and is determined to be an issue with the welding of the material. That said, the material and the welding of the said material is supplied by an external company. Bd has since alerted the supplier of this reported complaint via a quality notification. Bd will continue to closely monitor this issue and take appropriate actions as necessary.

Manufacturer narrative:
(B)(4). A follow up submission will be done upon completion of carefusion's investigation.

Event description:
Patient attended for biopsy. During procedure needle of jamshidi disconnected from body of needle. Very difficult to remove & required intervention of locum consultant dr. (B)(6) assist removing needle from patient. Dialog maintained with patient throughout. No bp fluctuations noted. Sample retrieved but unsure if viable & repeat procedure might be required. Patient informed of situation and chance repeat biopsy may be required. Site monitored no evidence of bleeding or complications. Nursing and medical staff informed. Needle held for return to bd. Patient later discharged and follow up scheduled with dr. (B)(6) in private clinic.